Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a middle cerebral artery (mca) occlusion, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used but due to severe vessel tortuosity between the distal m1 and m2 segments, it could not be delivered distally. The embotrap ii device was also not able to be deployed proximally. The physician failed to remove the thrombus and embolization to a new territory occurred. The thrombus was removed with a competitor stent retriever and the procedure was completed with a modified treatment in cerebral infarction (mtici) score of 2b. It was reported that the device is not available to be returned for analysis and evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the event / procedure date is not available / reported. The device lot number is not available / not reported. The expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. The healthcare professional reported that during a thrombectomy procedure targeting a middle cerebral artery (mca) occlusion, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used but due to severe vessel tortuosity between the distal m1 and m2 segments, it could not be delivered distally. The embotrap ii device was also not able to be deployed proximally. The physician failed to remove the thrombus and embolization to a new territory occurred. The thrombus was removed with a competitor stent retriever and the procedure was completed with a modified treatment in cerebral infarction (mtici) score of 2b. It was reported that the device is not available to be returned for analysis and evaluation. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Deployment difficulty and embolization of thrombus are known potential complications during thrombus removal procedures in which the embotrap ii is used. With the amount of information available and without procedural films/imaging, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics (i.e., tortuosity), and mechanical manipulation of devices that may have contributed to the event rather than a device design or manufacturing issue. The product experience code (pec) of ¿deployment difficulty-unable¿ (imdrf equivalent: activation problem (a1501)) is not considered MDR reportable with the following rationale: there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. Based on the information provided, the thromboembolism occurred during procedural use of the embotrap device and necessitated additional a thrombectomy attempt for restoration of blood flow to preclude permanent injury. Therefore, the thromboembolism event meets MDR reporting criteria with the classification of ¿serious injury.¿ with the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The complaint documented that there was severe vessel tortuosity between the distal m1 and m2 segments. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16 august 2021. [Additional information]: the healthcare professional reported that during a thrombectomy procedure targeting a middle cerebral artery (mca) occlusion, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used but due to severe vessel tortuosity between the distal m1 and m2 segments, it could not be delivered distally. The embotrap ii device was also not able to be deployed proximally. The physician failed to remove the thrombus and embolization to a new territory occurred. The thrombus was removed with a competitor stent retriever and the procedure was completed with a modified treatment in cerebral infarction (mtici) score of 2b. It was reported that the device is not available to be returned for analysis and evaluation. On 16 august 2021, additional information was received. The information confirmed that the target lesion was on the middle cerebral artery (mca). The complaint device was prepped and handled in accordance with the instructions for use (IFU). The reported event did not result in a procedure delay. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.